Event description:
The contact's mother is a 70 y/o type ii, insulin dependent diabetic. The contact reported that her mother had obtained inaccurately low blood glucose readings with three different lots of test strips: lots 16189b, 16043a, and 16068b. The contact explained that her mother performs fasting blood glucose tests 2 times per week and that the contact, her brother and her sister take turns assisting her. Because it was not written on the bottles, she could not provide the dates the bottles were opened, but she believes all three were opened within the last 2 weeks. A nurse has been visiting the pt once a week because the pt has problems with her heart. On 1/15/87, because the pt had obtained readings in the 20's mg/dl, the nurse performed a comparison test with her own second test strips and meter (type unknown) and the pt's first strip, lot 16189b. The results were 109 mg/dl and 29 mg/dl respectively. The contact stated that the nurse performed a normal control solution test on the first test strip from 3 different boxes, lots 16189b, 16043a, and 16068b. The results of all the control tests were in the 20's mg/dl. The nurse gave the pt the bottle of antothe co's strips. On 1/20/97, the contact performed a comparison test with the second test strips and the first strips, lot 16043a, and her mother's meter. The results were 241 mg/dl and 28 mg/dl respectively. Because the reading was so low, the contact performed another test with the first (same bottle) and the result was 26 mg/dl. The contact also performed blood glucose tests with lot 16068b and the results were in the 20's mg/dl (no specific results available). The dessicant is in all bottles. The pt stores the test strips in her bedroom.